Event description:
A surgeon reported no aspiration during surgery. The surgeon changed to a new cassette and completed the surgery, with no effect to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).